Event description:
An 8f angio-seal vip was deployed in a right femoral arteriotomy on (B)(6) 2011. The patient remained in the hospital because of another unrelated procedure. The next morning, the patient complained of right calf and foot pain, but the puncture site did not have bruising, swelling, or tenderness. Over the next four days, the patient complained of "muscle pain" in the right leg. According to the case notes, the puncture site was unremarkable and distal pulses were present in the right leg. On (B)(6) 2012, a small bruise was noted in the right groin region. Ultrasound showed no pseudoaneurysm or vessel occlusion. On examination, the right foot was cool and there were no distal pulses. There was no ischemia. A CT scan showed a short right common femoral artery/superficial femoral artery block with excellent reconstitution distally. On (B)(6) 2012, it was decided that no further treatment would be performed. The patient was recovering. The patient's foot was warmer and the claudication was easing. The patient was taking clopidogrel (75mg/day) and aspirin (100mg/day).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital ore manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.